Event description:
Coiling treatment was conducted of a vessel. It was reported that resistance was encountered during advancement. Upon repositioning, the coil prematurely detached within the catheter. The coil and catheter were removed together. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in this event was not returned as it was reported discarded. (B)(4).